Manufacturer narrative:
Pump received with cracked case at display window corner, battery tube threads, reservoir tube, broken reservoir tube lip, minor scratched display window.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the reservoir and battery compartment was cracked and pieces were falling off. Customer's blood glucose was unknown. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.